Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Devices received for analysis. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the fractured surfaces of the impactor tip appear consistent with crack initiation, propagation, and ultimate fracture of the black plastic component. The crack likely initiated at the tip of the screw threads. One of the femoral head impactors was returned without the impactor tip. All other aspects of the devices appear unremarkable and consistent with years of use. Per the experience report, all pieces were recovered from both broken impactors. Design-related issues: the design of this femoral head pusher, low profile/modified femoral head impactor has been in the field since 2013. Exactech is aware of 6 total complaints involving 9 femoral head pushers since 2013. The issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units (aside from the 2 reported for this case), which have been in the field since 2015. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken devices reported were likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. IFU 700-096-181: instrument inspection, visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. It was reported that ¿there was nothing left in the wound¿, no patient adverse event. An investigation was conducted; the broken devices were likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices.

Event description:
It was reported from the us that during an orthopedic surgery the end of the hip femoral head impactor has cracked (broken). There was nothing left in the wound. The agency is inactive, no further information is available.